Event description:
Event verbatim [preferred term], a 67 years old patient used thermacare directly on the skin [device use error], burn blisters [burns second degree], , narrative: this is a spontaneous report from a contactable consumer by (B)(4) hotline. A 67-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number cg5594, expiration date 30apr2022, via an unspecified route of administration from an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The patient experienced with thermacare, had got burn blisters from using it. She used directly on the skin. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. According to the product quality complaint group: summary of investigations: batch cg5594 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is not a trend identified for the subclass adverse event safety request for investigation for lbh 8hr products. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the device history record (DHR) thermal records, thermal results all met product release criteria. Consumer reports the wrap burn blisters. The cause of the burn blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed the DHR for this lot from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Site sample status was not received. Follow-up (17dec2020): new information received from (B)(4) includes: product information (correction of reported lot number to cg5594). Follow-up (05jan2021): new information received from the product quality complaint group includes investigational results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Summary of investigations: batch cg5594 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. Expedite trend assessment and rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is not a trend identified for the subclass adverse event safety request for investigation for lbh 8hr products. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the device history record (DHR) thermal records, thermal results all met product release criteria. Consumer reports the wrap burn blisters. The cause of the burn blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed the DHR for this lot from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Root cause/CAPA: process related was no. Final confirmation status was not confirmed. Site sample status was not received.

Event description:
Event verbatim [preferred term]. A 67 years old patient used thermacare directly on the skin [device use error], burn blisters [burns second degree], , narrative: this is a spontaneous report from a contactable consumer by angelini pharma hotline. A 67-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number cg5594, expiration date 30apr2022, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The patient experienced with thermacare, had got burn blisters from using it. She used directly on the skin. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (17dec2020): new information received from angelini pharma includes: product information (correction of reported lot number to cg5594).

Event description:
A (B)(6) patient used thermacare directly on the skin [device use error], burn blisters [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer by angelini pharma hotline. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number cg5595, expiration date 30apr2022, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. The patient experienced with thermacare, had got burn blisters from using it. She used directly on the skin. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.